Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the spinal needle 27ga 3-1/2in product box label was observed with the incorrect material number, stating it was a "bd spinal 22g x 3.5". The following information was provided by the initial reporter, translated from (B)(6) to english: "the product box label describes bd spinal 27gx31 / 2 and inside the box is bd spinal 22g x 3.5. Information received by email on 4/29/2019: the lot number in the blisterpack is the same of the primary box, but the material number is different."

Manufacturer narrative:
H.6. Investigation: according to the analysis of the sample photo, it is possible to verify the mixture reported by the customer, it should be noted that the photo containing a pasted label is not bd that does this labeling, besides the fact that records were not evidenced in the history of the lot and nonconformities the mixture was not evidenced. According to the e-mail of may 27 that is attached, makes clear of who does the labeling of the needle is the customer of the distribute who reported the defect, in the case the hospital. According to the invoice, the customer also received the catalog of the requested needle, such as the line cleaning check list and the history of the lot has no evidence of a mix and the customer manipulates the material to do this labeling, we can not say if the error occurred here or the customer himself mixed the product. It is noteworthy that the 27g needle was produced (B)(4) units and the 22g needle 48,355 units. No complaints were received for these two lots for the same defect. H3 other text : see h.10.

Event description:
It was reported that before use, the spinal needle 27ga 3-1/2in product box label was observed with the incorrect material number, stating it was a "bd spinal 22g x 3.5". The following information was provided by the initial reporter, translated from portuguese to english: "the product box label describes bd spinal 27gx31 / 2 and inside the box is bd spinal 22g x 3.5. Information received by email on 4/29/2019: the lot number in the blisterpack is the same of the primary box, but the material number is different."